Manufacturer narrative:
Initial reporter email: (B)(6). Investigation summary: bd received 1 opened sample and 3 photos for investigation. The photos were reviewed and the indicated failure modes for sleeve side piercing and leakage were observed. The customer sample was evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issues of sleeve side piercing and leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes sleeve side piercing and leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: the new needles we have to assemble ourselves regularly show problems. In my opinion, the problem lies in the rubber of the needle. We have another complaint about a blood collection system the protective rubber in the hypodermic needle of the signal needles does not close properly and is actually too long so it sometimes gets perforated causing leakage. This should also be reported by other hospitals, it seems to me. In fact, this also sometimes happens with butterfly systems.